Manufacturer narrative:
This MDR was submitted during the system outage from July 22, 2026 to July 27, 2026 which may result in a delay of receipt of all of the acknowledgements.This supplemental report is being submitted to provide the results of the final investigation.The device was returned to Olympus for inspection. Based on the results of the investigation, a probable root cause of the white screen could not be identified. Device returned and not reproduced.Additional failure found during investigation the screen become noised; it is likely the following led to the malfunction: due to the U Plug unit is not good. The most probable cause of the complaint is component failure, likely due to electrical problems like as signal loss or open circuit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1- (B)(6) THE INVESTIGATION IS ONGOING. A SUPPLEMENTAL REPORT WILL BE SUBMITTED WHEN THE INVESTIGATION IS COMPLETED OR IF ADDITIONAL INFORMATION BECOMES AVAILABLE.

Event description:
THE CUSTOMER REPORTED WHITE SCREEN DURING INSPECTION FOR USE INVOLVING AN OLYMPUS GASTROINTESTINAL VIDEOSCOPE. THERE WAS NO PATIENT INJURY REPORTED.

Event description:
No additional information received from customer.